Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016 the patient (pt) called to report that he/she ¿had stem cell disease due to his/her contact lens (cl) wear.¿ the pt reported that if he/she ¿continues to wear the cls that the pt would go blind in the os.¿ the pt reported that ¿there is little damage to the od.¿ the pt reported that the ¿cls have not provided him/her with any issues.¿ the pt reported that he/she went to the eye care provider (ecp) ¿because he/she could not see as well out of the os as he/she used to.¿ on (B)(6) 2016 a call was placed to the pts ecp and a representative at the ecp reported that the pt was diagnosed with stem cell disease ou. The representative reported that the os is worse than the od. The representative reported that the ¿pt has a central corneal defect os, but didn't have any further details on what the defect was.¿ the representative reported that the pt has os 1+ cells anterior chamber and the od has ¿some superficial punctate keratitis.¿ the pt was instructed not to return to cls wear until the eyes were healed. The representative reported that he/she ¿was not sure if the stem cell disease was related to cl wear or was an underlying condition.¿ the representative reported the ecp indicated that the ¿stem cell disease could be related to lack of oxygen to the eye from over wearing lenses.¿ there is no reported evidence of neovascularization. On (B)(6) 2016 the pt called to report that he/she was ¿diagnoses with keratitis and a corneal scar/abrasion os. The pt reported that the ecp advised that ¿I will go blind if the ecp advised the pt that ¿it may take up to a year for the pts eye to heal.¿ the pt reported that he/she ¿started experiencing vision loss last year (summer 2015) but did not experience any other symptoms or discomfort.¿ the pt reported that he/she ¿saw an ophthalmologist last year but was not diagnosed with anything.¿ the pt reported that he/she ¿was not seeing 20/20 even with corrective lenses.¿ the pt reported that he/she is also sensitive to light. The pt reported that he/she replaces lenses every two weeks and not sleep in the lenses. The pt reported that he/she was prescribed oral medication doxycycline 100 mg/day and an ointment erythromycin 5 mg tid for os only. The pt reported that he/she ¿is seeing better after taking medication.¿ the pt reported that he/she is currently wearing glasses. The pt was requested to sign a medical release form for additional information from the treating ecp, but it has not yet been provided. The pt reported that the event occurred in (B)(6) 2016. No additional medical information was received. This report is being filed for the pts os event. The event for the od will be filed in a separate report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00k8wb was produced under normal conditions. Five sealed blisters were returned for lot # b00jw9z. The parameters of five lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. One lens had an edge tear. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2016 initial report documented the incorrect lot # b00k8wb in the lot history review. The correct lot number is : b00jw9z. Corrected lot history report: a lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00jw9z was produced under normal conditions.